Event description:
During an in clinic follow up, it was noted the device had reached elective replacement indicator (eri) sooner then expected. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable.